Manufacturer narrative:
Approximate age of device ¿ 0 days. The device was returned for investigation. The evaluation is not yet complete. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that upon attaching the outflow graft to the heartmate 3 lvad during surgery to back-bleed before attaching it to the aorta, it started to leak blood from the screw/nut graft area. Another outflow graft and bend relief were retrieved from another heartmate 3 kit. Additional information was requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned sealed outflow graft confirmed an issue that would have contributed to the reported blood leak. The heartmate 3 sealed outflow graft was returned in slightly used condition. Manipulation of the outflow graft hardware revealed that the screw ring used to tighten the outflow graft to the pump cover was loose. When the screw ring was pulled away from the graft attachment, it was noted that the c-ring was not present in the c-ring groove. Visual inspection of the proximal side of the screw ring revealed that the c-ring appeared to have been misplaced in the o-ring groove. A duration for which the c-ring was improperly seated could not be conclusively determined through this evaluation. The screw ring revealed no evidence of damage or defects to the screw threads, and no tool marks were observed on the exterior. The o-ring was present in the o-ring groove and the graft attachment appeared otherwise unremarkable. The sealed outflow graft components will be cleaned and sterilized to undergo further inspection. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have prevented a leak-tight connection between the pump cover and outflow graft hardware, which could have resulted in the report of bleeding from the outflow graft connection to the pump. A corrective and preventative action was opened to investigate displaced or missing c-rings on the sealed outflow graft attachment and a mitigation for the issue has been implemented. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.